Event description:
The customer reported to olympus six months after a renal lithotripsy in (B)(6) 2021, the physician identified damage to the patient's kidney walls. There were no malfunctions or issues during the eight (8) minute and three (3) second long october procedure. The physician thinks the damage may have been from the heat generated by the laser in the october procedure. The generator settings were: 20.6 kj used-36-45 watts 60-300hz6. The patient had routine imaging and the findings included damage to the epithelium inside of the renal pelvic. The patient is asymptomatic with elevating c-creatine levels. This event includes 2 reports: (B)(6): tfl-pls, (B)(4). .(B)(6): tfl-fbx200bs, unknown lot. This report is 1 of 2 for (B)(6): tfl-pls, (B)(4)..

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The following evidence does not suggest a serious injury: asymptomatic patient, no diagnostic or medical intervention was or will be performed, no impairment of a body function and no malfunction occurred. However, olympus is submitting the adverse event as a serious injury. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely cause of the reported event was due to a higher-than-expected device setting typically used for stone ablation. However, since the device was not returned for evaluation, and the size of the stone could not be confirmed, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The patient has remained asymptomatic the entire time.

Event description:
Additional information received from physician regarding the reported event. A 75-year-old male with left urolithiasis elected to undergo a left ureterorenoscopy and laser lithotripsy with stone basketing and ureteric stent insertion. Patient was brought into the operating theatre and a surgical time out was performed. Preoperative antibiotics were given. Patient was induced under general anesthetic. Patient was prepped and draped in a sterile fashion in the dorsal lithotomy position. A lubricated 22 french rigid cystoscope was gently inserted per urethra with no difficulties. The urethra appeared normal. Upon entering the bladder, the page 1 of 3 bladder was filled and a thorough cystoscopy was performed. There were no bladder wall lesions, tumours, or foreign bodies. Right ureteric orifices were identified in the orthotopic position. Urine was clear. Left ureteric orifice was initially difficult to located, but with some gentle probing with the sensor guidewire, it was identified in the expected location. The left ureteric orifice was cannulated with a 5 french open-ended pollack ureteral catheter. A retrograde pyelogram was taken. Images were saved. The pollack catheter was exchanged for a sensor guidewire. A semi-rigid ureteroscope was advanced into the ureter with minimal resistance. A distal ureteric stone was visualized and basketed out using a nitinol stone basket. Stone fragments were sent for stone analysis. A flexible ureteroscope was advanced into the ureter with minimal resistance. There was a large stone in the lower pole calyx. Laser lithotripsy was performed using a 200 micron laser fibre. The stone was broken up into small fragments. The kidney was mapped out endoscopically and fluoroscopically and confirmed to be stone free. A retrograde pyelogram was taken. Images were saved. A left ureteric stent was inserted. Positioning of proximal and distal coils were confirmed under fluroscopy. A tether was left in place. A single 6 x 24cm stent was used. The bladder was emptied. Instrumentation was removed. The patient was cleaned and dried, then woken up from anesthesia. The patient tolerated the procedure well and was transferred to the post-anesthetic care unit in good condition with minimal blood loss and no complications. Ongoing urology follow-up was coordinated by the doctor's office and a letter was to their office asking them to coordinate post-operative follow-up imaging after the patient removes his own stent.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the physician (see b5).

Manufacturer narrative:
This supplement is being submitted to provide additional information from the customer and an updated final investigation. New information added to b6. The customer requested the event to be re-investigated after providing the results of the kub exam. According to the size of the stone, 13mm by 8mm, the energy settings used were appropriate for the stone size. The investigation noted, the energy settings and length of time may be longer and slightly higher than expected but not outside of acceptable parameters.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information received from the customer. The customer reported the soltive device settings were at 20.6 kj with 36-45 watts, 60-300hz for the eight (8) minute and three (3) second long procedure. The tissue was not lazed. The patient missed their follow up visit which is why this was not identified until approximately six (6) months after the initial procedure. He went back to 'lions gate' on (B)(6) 2022. The patient has been symptomatic the entire time.